Event description:
It was reported when using the bd pyxis¿ medstation¿ es, half height cubie drawer failed to open cubies and failed to recognize closed cubie, resulted in failed drawer. The customer reported that the malfunction resulted delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, half height cubie drawer failed to open cubies and failed to recognize closed cubie, resulted in failed drawer. The customer reported that the malfunction resulted delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) performed from the date of manufacture, 16-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station half height cubie drawer was failed. The field service engineer (fse) had found that main drawers 3.1 and 3.2 were off the bus. The fse reseated the row board cables at the drawer controllers, checked all connections, and tested the drawers using the hardware test application and the main application. All tests passed successfully. The system functioned as intended after the field service engineer repaired the device.